Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer noticed the tubing had broken away from the headset. Customer changed the infusion set and it is working properly. No adverse event reported. A request was made for the return of the device.